Event description:
Same case as 2134265-2008-02608. It was reported that during a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A 3.0x16mm taxus stent was implanted to the 99% stenosed lesion located in the moderately tortuous, proximal circumflex (cx) artery. Angiography confirmed that the stent was well placed with 0% residual stenosis, however the mid cx revealed a severe lesion and spasm after several round of nitroglycerin. The physician then attempted to place a taxus express2 3.0x20mm, but because of the angulation and tortuosity of the vessel, was unable to cross the lesion. A maverick 2.5x15mm balloon was then used at 12 atms for 45-50 seconds. Repeat angiography revealed reduction and straightening of the vessel segment. The taxus 3.0x20mm stent was then deployed at 12-13 atms for 50 seconds. Nitroglycerin was administered and angiography confirmed complete resolution of the stenosis in both segments of the cx with timi iii flow. The ostial obtuse marginal artery still showed a 30-40% lesion that was left untreated. Plavix, aspirin, versed and fentanyl were also used during this procedure. The thrombosis occurred the evening the pt had a partial nephrectomy. The pt complained of chest pressure and had elevated troponin levels. Cardiac catheterization was performed and showed a near occlusion of a previously placed stent in the left cx. Multiple balloon inflations were performed with a 2.5mm balloon, unk type. The physician then changed to a 3.0x15mm non-compliant balloon and gradually dilated until they saw a return of flow. The procedure was tolerated well and no additional injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.